Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that fluid was found on the floor in the area where they perform their pd treatment. The patient was in an unknown phase of treatment when the fluid was discovered, and the patient was unsure where the fluid had come from. Additional information was obtained through follow up with the patient. The patient stated there did not appear to be any leaks coming from the supplies (e.g. The solution bags or the cassette). When the patient removed the cassette from the cycler, no fluid leaked out, and no moisture was present in the cassette compartment. The patient discarded the cycler set that was in use, and the lot number for the device could not be provided. The patient reported that they did not closely examine the supplies, however, no obvious damage or defects were noted. As mentioned to ts, the patient confirmed there was an unknown alarm prior to discovery of the fluid leak. The patient confirmed their peritoneal dialysis registered nurse (pdrn) had been notified of the reported event. Follow up with the pdrn confirmed this to be true. It was also confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient completed their treatment by performing a manual exchange. The patient¿s cycler was not replaced due to this event, as the fluid did not come in contact with the machine. The cycler was replaced on a later date due to ongoing alarms that were unrelated.